Event description:
It was reported that after the intracept procedure was completed, the patient experienced a temperature of 99.5 degrees, symptoms of shivering and feeling cold, and pain during urination. The physician prescribed antibiotics for the patient's symptoms. The physician assessed the patient's symptoms as not being related to the device or procedure; however, the root cause of the patient's symptoms was unknown. The patient's symptoms resolved the next day and it was noted that there were no device issues during the intracept procedure. All devices used during the procedure were discarded by the medical facility and will not be returned for device analysis.

Manufacturer narrative:
The device was not returned for analysis and the event of the patient experiencing a temperature of 99.5 degrees, symptoms of shivering and feeling cold, and pain during urination was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of medication required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, since the cause of the patients symptoms is unknown and the physician assessed that the patients symptoms as not being related to the device or procedure, this investigation is unable to determine a probable cause for the complaint. The conclusion code was determined to be cause not established.

Event description:
It was reported that after the intercept procedure was completed, the patient experienced a temperature of 99.5 degrees, symptoms of shivering and feeling cold, and pain during urination. The physician prescribed antibiotics for the patient's symptoms. The physician assessed the patient's symptoms as not being related to the device or procedure, however, the root cause of the patient's symptoms was unknown. The patient's symptoms resolved the next day and it was noted that there were no device issues during the intercept procedure. All devices used during the procedure were discarded by the medical facility and will not be returned for device analysis.